Event description:
It was reported that customer received a button error alarm and all buttons were unresponsive. It was also reported that display screen flashes on and off while ringing. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display, followed by an unexpected intermittent beep alarm due to vertical cracks on the lcd controller. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement or verify the stuck button alarm and unresponsive button/keypad due to the display anomaly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.